Event description:
This report was received from baxter (B)(4). An overinfusion was observed during patient use at the patient home. The (B)(6) male patient came to the hospital for the medication. At 2 p.m. The medication was started. On the way home (between 2:00 - 3:00pm), the patient felt numbness, pain and breathing difficulty on the bus. The patient was carrying the infusor upside-down from his neck and the bottle was in the mesh pouch. When he got home around 4:00pm, he checked the infusor. The drug in the bladder looked half of what was filled at the hospital and removed the infusor and stopped the medication. The actual flow rate was unknown. The total fill volume was 100ml: 5-fu 93.75ml and saline 6.25ml. The temperature and the height of the restrictor were unknown. A huber needle was attached to the infusor. There was patient involvement and patient injury (felt numbness) and medical intervention. This is a spontaneous report by a pharmacist from (B)(6) of numbness in a (B)(6) man coincident with infusor sv 2.5 therapy. Additional information was reported on (B)(6) by a nurse as follows: the patient also suffered from pain and dyspnea. The infusion was discontinued in approximately 2 hours after starting the therapy. In the night on that day, the patient recovered from all symptoms. Additional information was reported on (B)(6) by a doctor as follows: no treatment was done.

Manufacturer narrative:
(B)(4). The customer report of an overinfusion was not confirmed. One sample was received containing fluid in the bladder. The huber needle was also returned connected to the infusor's luer. Upon receipt, the sample was visually inspected for any signs of abnormality that could have contributed to the reported condition; however, none were found. A functional flow test was conducted on the sample for 38 hours. The flow rate was found to be within the specification of the product. A batch review was conducted on lot number 11k016 and the product met all of the acceptance criteria for release. The root cause was undetermined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint was not confirmed. A batch review was conducted and there were no exceptions noted during the manufacturing process. Upon receipt, the sample was visually inspected for any signs of abnormality that could have contributed to the reported condition; however, none were found. A functional flow test was conducted on the sample for 38 hours. The flow rate was found to be within the specification. The root cause of the reported condition could not be determined.